Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned devices confirmed the reported event. No product problem has been identified. This device was manufactured on 19-dec-2016. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The previous device code (fracture) reported is being retracted since it was incorrectly submitted in the initial medwatch.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture of s-rom noiles femoral stem left side. Doi: 2017 in another hospital. Dor (planned): (B)(6) 2019.